Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced phrenic nerve stimulation. The left ventricular lead was explanted and replaced. The patient was stable post procedure.